Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01273, 3005168196-2015-01274. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal artery around a previously placed vascular plug. During the procedure, the physician successfully detached and deployed two ruby coils into the patient using another manufacturer's microcatheter. However, while attempting to deliver a new ruby coil into the patient, the ruby coil would not advance through the microcatheter and the ruby coil pusher assembly became kinked. The physician removed the ruby coil and attempted to deliver two new ruby coils into the patient. However, the two ruby coils would not advance through the microcatheter and were removed. The procedure was successfully completed using three new smaller-sized and softer ruby coils. There was no report of an adverse effect to the patient.